Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that during placement of the left ventricular (lv) lead in the coronary vein, perforation of the coronary vein occurred. Emergency thoracotomy to remove the lv lead and haemostasis was perfomed. The implant was discontinued. The patient is a participant in a clinical study. No further patient complications have been reported as a result of this event.